Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-aug-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment and behind the display lens. The battery cap was not returned. The test battery cap fit to maintain an electrical connection. The pump emitted a call service 078 alarm during testing. The leak test failed due to a battery compartment leak. The pump cover was removed to find evidence of moisture on the printed circuit board or internal components. The allegation of an intermittent power issue was unable to be duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power and the yellow o-ring was visible on the battery cap. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.